Event description:
A scuffed screen impacting sensitivity was reported. There was no reported impact on the customer¿s blood glucose level. The customer, currently out of warranty, is in the process of obtaining a new device and declined further follow-up, indicating no additional action was required.